Manufacturer narrative:
This product was discontinued in 2004. We have no other complaints in our system on this device.

Event description:
Allegedly, the doctor was performing a bilateral sinus surgery when a small metal ball at one end of the device broke off and became stuck in patient. They x-rayed patient and confirmed 1 mm ball was present. They tried magnets to remove it, but were unsuccessful. After minor delay, doctor completed procedure. At the time of the event, the doctor stated that he was not rescheduling to retrieve piece; he said it was equivalent to leaving a hemaclip in patient. He stated he does not believe it poses any risk of injury to the patient.